Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error and performed traditionally.

Manufacturer narrative:
The device was not available for evaluation. No adverse effect was reported to the patient. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. No determinations could be made as to the cause of the reported issue.